Event description:
I had mentor silicone cohesive gel implants in 2006. About 8 years into placement, I started having many health issues. Finally in (B)(6) 2015 after a general surgeon I went to see, because I had found swollen axillary lymph nodes, ordered a MRI with contrast of my breast. It was there that I was diagnosed with ruptured breast implants. By that time I was in agony with breast pain, hardness, fevers, chills and mastitis. It was a very difficult time. I pretty much had to put my life on hold while I waited to get an explant. The cost of the surgery is high and my insurance at the time, fl blue, refused to pay any or all of it.